Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guidewire, a raulerson syringe and several other components. The guidewire was kinked at 4 cm from the j-tip at the distal end. The guidewire was intact and within dimensional specification. Functional testing was performed with a lab inventory wire and advancer tube. The j-bend was inserted through the syringe at multiple orientations and passed through without resistance. The device history record review included a potentially relevant finding on the guidewire. However, the returned device did not exhibit this defect. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4) the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in the hemo-dialysis dept., the user met with resistance when inserting the guidewire through the raulerson syringe. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.